Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump failed accuracy test. No patient injury reported.

Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seal was removed. Functional testing included three separate accuracy tests and it was found that the device was over delivering to manufacturing specifications. The expulsor was trimmed to correct the issue. The product's history records were reviewed and there were no service-related issues that would have resulted in the reported complaint., corrected data: h6: health effects.